Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards japan received information that a model 11500aj23 aortic valve was explanted after an implant duration of 7 years and 8 months due to moderate stenosis. A reoperation was performed. The device was removed and replaced with a non-edwards valve. The patient outcome was reported as discharged. The physician reported pannus formation on the leaflets with a moderate degree. The device is expected to be returned with permission for dismantling.